Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer stated that he changed his infusion set prior to noting the issues. The blood glucose reading was between 80 to 130 mg/dl prior to the customer ate; the blood glucose reading after was 213 mg/dl. He treated with a manual injection of insulin once he noticed the air bubble. He advised that he did a 5 unit bolus to pump the air bubble out of the tubing. He also reported that he had just worked out prior to the event. He changed the infusion set and connected to his hip. He stated that he treated with a manual injection of 5 units of insulin. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.